Event description:
There was an allegation of questionable ise indirect gen 2 sodium results for patient samples and qc from the cobas 6000 c 501 module. One example was provided of an initial result of 132 mmol/l with a repeat result of 138 mmol/l. The repeat result on another cobas c501 was 138 mmol/l. The repeat result was believed correct.

Manufacturer narrative:
The analyzer serial number was (B)(6). The field service engineer found there was inconsistent sampling due to an issue with the valve bank/ he replaced the valve bank and ran successful ise calibration, qc, and precision. The investigation determined the service actions resolved the issue.